Event description:
It was reported that when putting the needle in it was clear on the ultrasound that the needle was right in the middle of the vessel but there was no blood return. So for the fourth stick attempt a new needle was used from one mi kit and then there was blood return at once. So since the PICC placement just before this one had the same issue a new needle was taken from a mi kit and then it worked just fine with blood return. (B)(6) 2022- the safety mechanism of the returned device did not fully engage over the tip of the needle and was found to be able to slide freely up the needle shaft. The facility reported the same issue happened previously on another device. This report addresses the device that was not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0208 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw0208) have been reported from the same facility in (B)(4).